Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5077930.

Event description:
It was reported that one of the patients leads was anterior as revealed on x-ray. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned to bsn as it was not released by the medical facility.